Event description:
It was reported that a xpert is starting to stain. The issue was identified during a service inspection. There was no pt involvement, no adverse consequences, no medical intervention required, and the issue did not result in a procedure delay.